Manufacturer narrative:
The device was evaluated at draeger. The device was manufactured in 2009 and the initial test device label was left on in error. The correct device label was applied. The power down tone issue was verified and the piezo capacitor was replaced to resolve the issue. The device was returned to the customer and no further issues have been reported.

Event description:
Initially a label issue was reported where the product model was incorrect. On (B)(6) 2021 new information was received where the customer reported no power down tone was provided during use and verified in onsite workshop. No adverse patient impact was reported.

Event description:
Initially a label issue was reported where the product model was incorrect. On 25aug2021 new information was received where the customer reported no power down tone was provided during use and verified in onsite workshop. No adverse patient impact was reported.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
Initially a label issue was reported where the product model was incorrect. On 25aug2021, new information was received where the customer reported no power down tone was provided during use and verified in onsite workshop. No adverse patient impact was reported.